Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, the o2 sensor was found to be out of specification and it could not be calibrated. There was no medical intervention to prevent patient injury as a result of this malfunction.